Event description:
A hospital, using a 900mr869 temperature and flow probe reported that the unit had a continual high temperature and a lot of condensation. No pt consequence was reported.

Manufacturer narrative:
The device is en route to the MFR for inspection. We will provide a follow up with the results of our investigation. A lot check revealed no other similar complaints for this lot number.